Manufacturer narrative:
The device was received for evaluation out of the primary packaging with solution inside the drip chamber and the supply tube. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed no blockage of solution. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution set would not prime as there was blockage due to several segments of collapsed tubing. There was no patient involvement. No additional information is available.